Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system stored two episodes of oversensing resulting in inappropriate shocks. The episodes were noted to have occurred during physical activity. The system was then reprogrammed to the alternate vector. No adverse patient effects were reported.